Event description:
Caller reported air bubbles and gaps in the tandem mobi cartridge system. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to proceed with additional troubleshooting and decided to handle the removal of the bubble independently.